Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2021-01-12. Investigation summary: bd received a q-syte closed luer access device from lot 0058308 for evaluation. A review of the device history record was performed for the reported lot and no quality issues were found during production. Our quality engineer visually inspected the returned unit and observed that the top disk of the septum was pushed into the top body. The slit at the top disk was present and was centered in the correct position. There was also residual septum material and adhesive deposits on the rim of the top body (polycarbonate) and top disk. Based off the visual inspection the engineer was able to verify the reported defect. However, a definitive root cause could not be determined.

Event description:
It was reported that the bd q-syte¿ luer access split-septum stand-alone devices septum pushed into the adapter. This occurred 2 separate times during use. The following information was provided by the initial reporter, translated from chinese to english: "q-syte-screw soft rubber plug directly into the joint. Only one problem product was reported, and there was a batch of problem products with the same item number before, but the customer did not inform, the total number of problems is two".

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the bd q-syte¿ luer access split-septum stand-alone devices septum pushed into the adapter. This occurred 2 separate times during use. The following information was provided by the initial reporter, translated from (B)(6) to english: "q-syte-screw soft rubber plug directly into the joint only one problem product was reported, and there was a batch of problem products with the same item number before, but the customer did not inform, the total number of problems is two"